Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m995402a001, serial: (B)(6), product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that the controller battery is dead. Patient stated the issue started about an hour ago and states hes in pain and cannot charge controller. Pt states he has the device fully charged, agent reviewed to use aa batteries and reviewed can put lith back in order to charge controller. Agent advised to reset equipment and after reset did confirm a blinking green light after some time and reviewed currently charging. Agent reviewed to give time to charge controller and to call back if the issue is not solved. Patient service specialist reviewed to allow controller to charge and then charge implanted neurostimulator. The troubleshooting steps that were taken on the call resolved the issue. Pt will call back if the problem did not solve. Patient called back that after they charge their implant the controller said finished and once the controller was unplugged it went unresponsive and cannot get it to turn on. Agent walked patient through removing battery pack and connecting the controller to the wall charger. When the controller was connected the patient commented that the screen powered on and the stimulation turned on unexpectedly. Agent guided patient through checking controller for damage and none was found. Patient reinserted the battery pack after noting the implant battery was at 90%. Patient stated there was no green light at the top of the controller, while there was a green light on the wall charger relay. Patient stated they are in "so much pain" were going to have "long night in pain" if they cannot use their implant. Agent reviewed using aas or connecting with their doctor for a spare battery pack. A replacement battery pack was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID m995402a001, serial# (B)(6) was returned for product analysis. Analysis found the battery would not charge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.